Manufacturer narrative:
(B)(4); records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received more than 100 appropriate shocks. Codes were displayed indicating charge time-out and long charge were detected. It was also noted that the remaining battery was 41% before and after the shocks. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.